Manufacturer narrative:
Device eval summary: device eval of battery charger/modem sn (B)(4) has been completed. The reported problem (battery charger not working) was confirmed. Upon investigation, there was thermal damage to microprocessor u13 on the bedside board and corrosion on the battery board, the cause for the damaged u13 component was the corrosion. The root cause for the corrosion could not be positively identified, but was likely could not be positively identified, but was likely ingress of an unk liquid. No adverse event resulted from the damaged u13 component and corroded battery board. The pt received a replacement battery charger/modem.

Event description:
A nurse called zoll customer support to report that a (B)(6) male pt's battery charger/modem was not working. The pt was issued a replacement battery charger/modem.